Event description:
The customer reported that upon boot up, the customer received a cine not available on screen and the cine would not enable. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The cine drive and the sata power cable were replaced during the service call. The system was tested and found to be working as intended and put back into service.